Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. He went to the emergency room on (B)(6) 2016 due to a high blood glucose level of 551 mg/dl. The customer had a diabetic ketoacidosis. He was wearing the insulin pump at the time of the emergency room visit. The customer was feeling sick and went to the hospital. The customer was advised that the device would be replaced and agreed to return the product for analysis.